Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving prialt (unknown dose and concentration) and bupivacaine (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2020 examination revealed 16 mls of dark red blood and the hcp aspirated a fair amount of old blood from around the pump and anterior to the pump. It was noted that the patient had a history of pocket bleeds. The patient denied any trauma or recent falls, but showed several other extremity bruises. Device interrogation revealed no errors were found during pump fill. On (B)(6) 2020 the patient reported increased pain around the pump. The patient continued to note swelling around the pump and that it "moves around" and flips forward. The patient was referred to a hematologist for further testing for possible pristiq interfere with platelet function on (B)(6) 2020. On (B)(6) 2020 the pump was explanted and not replaced. It was noted a competitive device was implanted in a new pocket location. The outcome of the event resolved without sequelae on (B)(6) 2020. The clinical diagnosis was blood accumulating in the pump pocket. The etiology of the event indicated the relationship of the event to the device or the rapy was unlikely related and indicated the relationship of the event to the implant procedure was not related. The other etiology specified possible pristiq interference with platelet function. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was receiving prialt 25 mcg for a total dose of 8.26597 mcg/day and bupivacaine 10 mg for a total dose of 3..30639 mg/day via an implantable pump. No further complications were reported.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the pump was found to be inverted. The hematologist determined that pristiq may be interfering with platelet function and there was no bleeding disorder. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.